Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection of an unspecified quantity of large volume infusors were cracked which resulted in solution leaks. These events occurred during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Examination of the photograph did not show evidence of a leak. Due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.